Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Pump received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that bottom of the insulin pump was missing. The customer's blood glucose was unknown. The product was returned for analysis.